Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in back up vvi mode. After a firmware download the device resumed normal function. The patient would be followed normally.